Event description:
It was reported that noise and increased pacing lead impedance were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Additional information was requested but was not available.

Manufacturer narrative:
The reported field event signal noise and high impedance was confirmed by analysis. Functional testing was performed, high impedance and noise was detected on all channels. However, the failure was lost during analysis. The cause of the noise signal and high impedance could not be conclusively determined.